Event description:
The customer reported going to the emergency room due to blood glucose levels below 60 mg/dl. The customer had not primed while being connected to the infusion set, but he did notice a problem with the reservoir and tubing connection. The customer also reported no delivery alarms after experiencing connection problems with the reservoir and infusion set. Troubleshooting was performed, and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2011-83828.